Event description:
The patient reported that since they had the pump implanted they stopped getting their menstrual periods. The patient fell about 3 years ago and their ¿catheter¿ accidentally came out and their period resumed for that month. The patient ¿had to have my pump re-done¿. The patient believed that the pump was used to deliver morphine and fentanyl. The patient outcome was not reported. Further follow-up was being conducted to obtain the information. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2008 (B)(6), explanted: 2011 (B)(6); product type catheter. (B)(4).